Manufacturer narrative:
Additional information: ae term change to gi bleeding. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx. Approximately 6 months post index procedure the patient suffered black tarry stool. The patient also had complaints of generalized weakness. The patient was on dapt at the time of the event. The patient was treated with medication changes and recovered. The investigator reported that the event is not related to the index device and causally related to the anti platelet medication.